Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected software error or the motor arm cannot communicate with the main arm alarms during testing however, the formatted history file confirmed software error and the motor arm cannot communicate with the main arm due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error twice. The customer¿s blood glucose level was 98 mg/dl. The insulin pump will be returned for analysis.